Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter board was removed and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the monitors went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.